Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blood glucose level of 447 mg/dl. The customer stated she had received no delivery alarms from her insulin pump. She changed her insertion site and the reservoir, but the alarm persisted. Standard troubleshooting was performed. The insulin pump alarmed no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.